Event description:
It was observed during the device inspection that the colonovideoscope distal end cover had a crack and reprocessing issues. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus speculates that the burned distal end cover may have been caused by the high-energy endo therapy accessory that was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Also, olympus confirmed foreign objects in the auxiliary channel; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. Olympus made three attempts to contact the user, but no response was received, and it is not possible to obtain additional information, including reprocessing procedures. No physical damage to the device was confirmed where the foreign material remained. This event can be detected and prevented according to the following IFU. The detection method is described in the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection of the operation manual. The prevention measures are described in the operation manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.